Event description:
Physician placed 8 bands out of 10. He then withdrew the scope from patient's gi tract and placed it on top of the gi cart. The scrub technician noticed that the end portion of the ligator was not attached to the strings at the distal end of the scope. The physician was notified and the scope was reinserted by the physician. The distal tip of the ligator was found to be in the esophagus. It was removed by the physician with a rat tooth forcep.